Event description:
It was reported to philips that system was unable to perform x ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by using another system. A field service engineer (fse) visited the site and conducted inspection. It was identified the point inverter led remained unlit, and reconnecting its cables did not resolve the issue. Filament testing indicated failure in both filaments, which defied calibration efforts. Subsequently, the engineer replaced the power inverter evr and calibrated the rx tube and edl. Additionally, review of system log file indicated generator reported errors. After which, the system was returned to use in good working order the codes have been updated based on the investigation's outcome.